Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) will not autofill. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the autofill failure. The error logs were being downloaded. A getinge field service engineer (fse) had evaluated the unit and replaced the helium reservoir , muffler. Than after the replacement the device had passed all the functional and safety tests according to factory specifications. The device was returned to the customer and cleared for clinical use. There was patient involvement but no harm reported.